Manufacturer narrative:
A full evaluation of the device could not be conducted because it remained in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a chronic percutaneous lead (driveline) infection. No additional information was provided. The event date has been estimated.